Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-12106. Related manufacturer reference number: 2017865-2025-12108. Related manufacturer reference number: 2017865-2025-12109. It was reported that the patient had their pacemaker, right ventricular (rv) lead , right atrial (ra) lead and left ventricular (lv) lead explanted due to pocket infection and erosion. Additionally, the physician maneuvered while explanting the leads, the rv lead and ra lead failed to be retracted and the left ventricular lead failed to be removed from the header. Eventually, all the devices were successfully explanted and the patient experienced no consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned partially with helix extended and clogged with body fluids. X-ray examination found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of helix mechanism issue was due to the helix being clogged with blood/ tissue and overtorque of the inner coil. The cause of infection could not be traced to the device.